Manufacturer narrative:
(B)(4). A work order search was performed for the lens. Results: the product pertaining to this complaint was not returned for visual inspection, however, the lens was returned and visual inspection showed that one lens haptic was torn off and missing. Surgical residue/debris on product. A lens work order search was performed and similar complaint was found within the work order search. Conclusion: no conclusion can be drawn: the root cause for this event cannot be determined because the cartridge and injector were not returned. (B)(4).

Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. Serial number (B)(4), diopter +17.5. The plunger overrode the lens causing it to tear. No patient injury. The facility felt the injector caused the lens to tear. The cartridge model that was used was a sfc-25 fp. The facility was unable to provide the lot number for the cartridge.